Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown implanted: explanted: product type recharger product ID 97755 lot# serial# unknown implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the recharge telemetry module (rtm) was lost so they could get an rtm. They never got an rtm so they didn't have one from the beginning. They were discharged from the hospital and there was no other box or paddle. A new rtm was being delivered since the other rtm got hot and was burning them. Patient stated that they were looking for another rtm so they could get their device working. They wanted to know why they didn't get a second rtm. Patient then stated that they had two implants as healthcare professional (hcp) had to redo the first one and take out scar tissue. Patient uses both implants and stated that they wouldn't have this pain if they could charge both implants at once. The patient had two controllers but only one rtm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient wit h an implantable neurostimulator (ins). It was reported that the patient's doctor had had to go in and "clean out all of the scar tissue from the first one" (patient services understood this as the first ins) and redo that one, for the "lower". Patient services as the patient for an event date and they said they did not remember, but it was before their second ins in 2020.